Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure along with coelioscopy pellanda for uterus anteversion on (B)(6) 2012 and the mesh was implanted. When returning from the operating room, in the recovery room, the patient experienced a strong pain in the perineum radiating into the left thigh. The pain grown since (B)(6) 2012 until now. On (B)(6) 2015, left pudendal block was done using an electronic neurostimulator by installation of naropin and catapressan.